Event description:
It was reported that the implant had to be removed due to peri-implantitis and the implant becoming fractured at the collar. Symptoms include bone loss, edema and inflammation of the site. Patient will not return for additional appointment. Tooth #46.

Manufacturer narrative:
Supplemental medwatch created as the implant was investigated and found to have been fractured. Upon follow up with the customer, it was clarified that the implant was removed due to the implant becoming fractured along with peri-implantitis being present.

Manufacturer narrative:
An imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, bone and a fracture on the collar. No pre-existing conditions were noted on the per. The reported device was located on tooth # 46 and was used for approximately 3 years. DHR review: DHR review was completed for the subject lot number (63389647). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63389647) for similar event and no other complaint was identified. Post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and is non-verifiable for the peri-implantitis and however malfunction has occurred and is confirmed with the fracture. Sections updated: b4: date of this report. G3: date additional information and investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the complaint description.

Manufacturer narrative:
(B)(4). Patient's weight is unknown. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient had peri-implantitis with a loss of integration, bone loss, edema and inflammation at the implant site that required the implant to be removed. Patient will not return for additional appointments. Tooth #46